Event description:
Vns pt underwent revision surgery to reposition the pulse generator deeper in the pt. It was reported that the pt's family had complained that there was "something sharp sticking out" from where the sutures were at the generator site. There have been no further complaints from the pt's family following revision surgery to resposition the generator.